Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the lead appears to have been implanted with a bend in it at the fracture site. Could not determined anchoring sleeve fixation site. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead integrity alert triggered due to noise oversensing, and the patient received an inappropriate shock. It was noted that there was a suspected lead fracture. The lead was removed and replaced. No further patient complications were reported as a result of this event.